Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified a fault. The fault resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was found to be in safety mode. The device was initially programmed to dddr 50 ppm and changed to v000 72.5 ppm in (B)(6) 2016. The patient was in atrial flutter (af) 100% of the time and the device was in atrial tachy response (atr) fallback mode with a nominal rate of 70 ppm. Device explant was recommended. However, the physician did not plan to replace the device. Additional information received indicated the physician planned to decrease pacing to 40 ppm prior to identifying the device was in safety mode. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Additional information received that this device was explanted and returned for analysis. There was no information provided regarding the explant procedure.